Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2014-12714. Reference MFR report #1627487-2014-12715. Note device 2 & 3 were placed occipital (off label use) it was reported the patient had two seizures in a week, with the stimulation on. The patient was seen by the physician who prescribed anti-seizure medication. Reportedly the physician does not believe the issue was caused by the scs system.